Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had a blood glucose level of 39 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was 365 mg/dl. The customer was advised as to proper sensor usage techniques. The sensor was not replaced or returned for analysis.